Event description:
An ocd spec. Reported that a customer observed positively biased pt results for troponin I on the vitros eci system. The biased results were reported, but the result was questioned and no treatment was initiated. There was no report of pt harm as a result of this event.